Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting with 2 cycles to the bilateral upper abdomen (supraumbilical area) with a coolcore applicator and 1 cycle to the bilateral lower abdomen (sub umbilical area) with a coolmax applicator on (B)(6) 2017. Patient developed paradoxical hyperplasia (pah/ph) 3 months after treatment in (B)(6) 2017. Diagnosed on (B)(6) 2018 to the lower abdomen (sub umbilical area). Pah described as visibly enlarged and well demarcated within the area where the coolmax applicator was placed, and the tissue firmer than the surrounding untreated tissue.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting with 2 cycles to the bilateral upper abdomen (supraumbilical area) with a coolcore applicator and 1 cycle to the bilateral lower abdomen (sub umbilical area) with a coolmax applicator on (B)(6) 2017. Patient developed paradoxical hyperplasia (pah/ph) 3 months after treatment in october 2017. Diagnosed on (B)(6) 2018 to the lower abdomen (sub umbilical area). Pah described as visibly enlarged and well demarcated within the area where the coolmax applicator was placed, and the tissue firmer than the surrounding untreated tissue.